Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was well throughout the procedure; however, the decision was made to perform a new intervention the next day. Intervention was performed following the same procedure as the previous day with the same difficulties experienced; however, two non-abbott stents were ultimately deployed. The result was good. No additional information was provided. Return device analysis of a separated balloon catheter shaft identified the device as a trek balloon catheter. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.25 x 28 mm xience alpine referenced was filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat mild to moderately tortuous and mildly calcified lesions in the circumflex (cx) and 2nd obtuse marginal (om2). Pre-dilatation was performed and the 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced, but would not cross to the lesion. Additional pre-dilatation was performed, multiple times, and the sds was re-advanced. The sds crossed halfway through the lesion when it became stuck and would not advance further. The sds was retracted and resistance was felt. The stent dislodged from the balloon onto the guide wire, in the aorta. The sds balloon was re-advanced to try to capture the stent; however, the stent could not be retrieved. A 1.25 x 8 mm non-abbott balloon was advanced in an attempt to capture the stent implant; however, it pushed the stent into the left main. The guide wire in the cx was repositioned and advanced ahead of the stent and was able to pull the stent implant into the aorta; however, the stent would not enter the guide catheter. The same balloon catheter was re-advanced and placed inside the stent implant and inflated; however, the balloon ruptured at 4 atm. A new non-abbott balloon was advanced; however, the distal shaft separated. A 2.5 x 12 mm trek was advanced past the stent, inflated and retracted in an attempt to capture the stent and the distal shaft into the guiding catheter. Several attempts were made, which took at least 60 minutes. The separated shaft and stent were at the tip of the guiding catheter and all were removed together from the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated.